Event description:
It was reported that there was patient injury. The patient stated that "a little over 2 weeks ago I was in a motorcycle accident and I guess I jolted something loose with my device. They had me turn my device off because the leads must have been jolted out of place". The patient's clinic no longer accepts her insurance so she needed to find another doctor in the area. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. (B)(4).